Event description:
It was reported that the device reached elective replacement indicator (eri) suddenly. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion. Performance data was collected from the device and analyzed. Time of elective replacement indicator (eri) in save to disk occurred on (B)(6) 2011; device eri<=2.62 volt. The weekly battery voltage trend data shows min b(v)=2.64 to 2.62 volts minimum between (B)(6) 2011 and (B)(6) 2012. There was one patient alert for low bv on (B)(6) 2011.